Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colostomy functional end to end anastomosis, when the nurse connected the reload to the handle and the surgeon tried to fire the device, the handle was locked and could not squeeze the handle. The procedure was completed with another device. The procedure time was extended by less than 30 minutes. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.